Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Reason for return was visually confirmed by the blood staining on the bottom of the fiber bundle. Additional information b5. Medtronic received additional information that patient blood loss was approximately 300cc's. An unplanned blood transfusion was not required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that foam was observed draining from the gas exhaust port of the fusion oxygenator once bypass was initiated during use. The purge line was run open, and low vent/suction levels were used since the issue occurred at the initiation of bypass. The recirculation port was not used during the case but was used during priming. There was no visible air in the system or tubing, no placement issue with the cannula, no partial obstruction of the venous line, no air observed in the venous line, and no vacuum assisted venous drainage or implements on the venous line. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer assumed that the event was a fiber leak. There was no damage to the device, the packaging or other contents within the package (ex. Devices in a tray or custom pack). The device was urgently replaced.